Event description:
The customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The puritan bennett customer support engineer (cse) inspected the device and could not duplicate the reported failure. The unit passed extended self testing. It is not verified that the vent was inoperable, and that a malfunction occurred.